Event description:
It was reported, that during biliary surgery. The subject device had out-of-focus image. The surgery was completed successfully with the same device. And no harm to the patient was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunction was identified, during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation. It is likely, that the customer's report of image out of focus, was due to the magnet ring of the control section being broken, so the insertion pipe did not rotate smoothly. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during biliary surgery, the subject device had out-of-focus image. The surgery was completed successfully with the same device and no harm to the patient was reported.